Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Lifescan (lfs) received the meter involved with the complaint on (B)(4) 2012 and completed device evaluation on (B)(4) 2012. Investigation confirmed that the meter's screen was cracked/broken. Investigation also noted that the meter's serial number was smeared. The smeared label is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death.